Event description:
Account reported they had obtained zeroes and ones for glucose, bun and co2, affecting three patient samples. They gave an example of a co2 that was initially 1 mmol/l that repeated on another analyzer as 26 mmol/l. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepancy.